Event description:
Patient also reported "c diff, "sepsis", hemorrhagic colitis", "weakness", chronic debilitating fatigue", "gerd", "osteopenia", "anemia", "incontinence", "hashimotos:, "memory problem/loss of concentration", "heat/cold intolerance", "bloating", constant noise/ringing in ears", "weight gain", "restless legs", "anxiety", "peripheral neuropathy" following events are not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "urticaria", "pain", "lymphedema", "edema", "anxiety-product/procedure".

Event description:
Patient reported left side "urticaria", "pain", "lymphedema", "edema", "anxiety-product/procedure". Device remains implanted. Following events are not device related: infection (early onset), hemorrhage and inflammation/irritation, lump/nodule, malaise, fibromyalgia, breast implant illness (bii), autoimmune/connective tissue disorders, respiratory disorder, and neurological symptoms.